Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The reported problem was confirmed by factor service. Trouble-shooting isolated the cause of the malfunction to an exposed (non-insulated) wire conductor on the defib printed circuit board that was shorted to +5vdc. This caused the clock input to the microprocessor on the defib board to be held at a dc voltage, which prevented communication within the device. The defib board was replaced to restore device operation. The repaired device passed acceptance testing and was returned to the customer.

Event description:
The customer reported a defib com error during a routine device check. Factor service confirmed the error and isolated the problem to an uninsulated section of wire conductor that was shorted to +5vdc, which prevented communication within the device.